Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after a peripheral intervention. Reportedly, no imaging was performed prior to device use. The marker lumen was flushed successfully prior to insertion. After insertion, pulsatile flow was not visualized through the marker lumen; however, the proglide was deployed. The knot was outside the superficial femoral artery in the exit port of the proglide catheter. Manual compression was applied yet hemostasis was not achieved. The closure was converted to open intervention and surgical suturing achieved hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. After insertion, pulsatile flow was not visualized through the marker lumen; however, the proglide was deployed. It should be noted that the proglide instructions for use (IFU) states: do not deploy the foot in the artery unless brisk pulsatile flow of blood (¿mark¿) is evident from the marker lumen. In addition, it was reported that a femoral angiogram was not performed. It should be noted that the proglide IFU states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. In this case, the returned device condition indicates the device marker lumen functioned as expected and there was evidence of blood in the marker lumen. Additionally, it is unknown if this IFU deviation would have directly contributed to the reported difficulties. The reported suture malposition appears to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. The marker lumen obstruction appears to be related to under insertion of the device contributing to the reported blood flow through the marker lumen. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.